Event description:
It has been reported that one unspecified bd¿ sharps container has been found with a broken lid before use. The following has been provided by the initial reporter: collector box was with the strap that joins a lid to another broken. Information received by email: the incident was noticed before the use, when the distributor was separating the product to send it to the customer. There was no damage to the patient/health professional.

Manufacturer narrative:
Investigation summary: the batch history analysis was performed, quality notifications and maintenance records were checked for the batch in question and no records potentially related to reported failure were found. In the evaluation of the photo provided by the customer it was possible to observe broken tongue but due to the current controls to detect the incident that are performed by visual inspection in 100% of the parts it was not possible to determine the root cause of the incident. Production processes are validated against the defined acceptance criteria. This way it is not possible to confirm that the defect would be related to the bd process.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one unspecified bd¿ sharps container has been found with a broken lid before use. The following has been provided by the initial reporter: collector box was with the strap that joins a lid to another broken. Information received by email: the incident was noticed before the use, when the distributor was separating the product to send it to the customer. There was no damage to the patient/health professional.